Manufacturer narrative:
The device was not returned to zoll medical corporation. Communication attempts were made to the customer in order to obtain device logs and further information concerning the reported issue with no response received from the customer.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that while being used on a patient the device exhibited an occlusion alarm. Complainant did not indicate adverse effect to the patient.